Event description:
It has been reported that the device's voice prompts were not functioning correctly during a patient use event. After the event, the user reports the device failed its self tests. The patient survived.

Manufacturer narrative:
Additional information received confirms this is not a patient use case.

Event description:
Update: it has been confirmed this issue was not discovered during a patient use event. It has been reported that the device speakers are not functioning properly. It has been reported that the device's voice prompts were not functioning correctly during a patient use event. After the event, the user reports the device failed its self tests. The patient survived.